Event description:
The patient was having a port removal in interventional radiology. The provider injected the port site with local anesthetic around, above, and under the port. When the needled was place under the port for injection, the needle broke off at the hub and became lodged into the patient's right upper lobe of the lung.